Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient felt as though they were in a "tachy-arrhythmia episode". A lead alert triggered due to oversensing and a high number of sensing integrity counter (sics) on the right ventricular (rv) lead. Upon testing, noise could be reproduced with patient arm movements, and a lead fracture was suspected. Reprogramming was performed to turn ventricular fibrillation (vf) therapies off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.